Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that on (B)(6) 2019 a novasure endometrial ablation procedure was completed successfully. A post ablation hysteroscopy was not performed. The patient reported significant pain 24 hour post procedure and was sent to the emergency room for evaluation. A CT-scan was performed and showed a uterine perforation. No further complications developed and the patient subsequently did well with no intervention.